Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in the emergency room after receiving a vibratory alert. Upon interrogation, non-sustained noise was noted on the right ventricular lead and right atrial lead. No intervention was performed. Patient was stable and will be monitored.